Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and traces of blood found on the exterior of catheter. One kink was found on the outer catheter tubing near the y-fitting located approximately 74.9 cm from the iab tip. A penetration was observed at this location. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the catheter tubing. Conclusion: the penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing. This may have been a result of pt movement during the procedure. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
The maquet rep reported an iab failure for the user facility. He was informed the previous week that they inserted a 40 cc sensation iab, and it would not unwrap. The balloon was pulled and another one was inserted. They changed pump's as well, so they were not sure if it was a pump or iab problem. They saved the iab they would like a biohazard kit for them to return it and he provided the contact info. He indicated the pt was not injured and did fine with the second iab. Data sheet returned reports: pt was receiving CPR; iab inserted through iab sheath; autofill error; tried trouble shooting several min > unable to get balloon to pump to work; switched to a new iab console & balloon; then pt went onto impella. It is not clear whether error was with balloon pump. Please check the balloon out.